Event description:
The initial reporter received questionable na electrode assay results from several patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the initial na result was 152 (152.2) mmol/l the first repeat result was 153 (152.5) mmol/l. The second repeat result was 140.5 mmol/l. The emergency room doctor complained that the na results were high, prompting the patient sample reruns. No patient sample result was deemed correct.

Manufacturer narrative:
The electrode lot number is ban26. The expiration date was not provided. The calibration results were within specifications. The qcs were recovering high but within range on the date of event but were within the mean on rerun. There was no indication of a performance issue with the reagent. The patient sample was centrifuged for 6 minutes at 4150 rpm; the centrifugation time may be short and the speed too high per the tube manufacturer¿s recommended guidelines. The field service engineer (fse) inspected the analyzer and replaced the dirty sipper nozzles and the dilution vessel. He verified the analyzer's performance with ion-selective electrode checks, precision checks, calibrations, and qcs. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.